Event description:
It was noted that a loss of capture was noted on the left ventricular (lv) lead. A chest x-ray was performed showing lv lead dislodgement. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.